Manufacturer narrative:
Suspect product availability unknown.

Event description:
On 28nov2022, a johnson and johnson vision care employee received an email from the FDA with mw5113332. The initial reporter advised a ¿"patient came in wearing acuvue oasys contact lenses that the patient has been ordering from¿ an on-line distributor ¿for the past 5+ years without seeing an eye care professional and without having a valid cl rx. The patient had multiple corneal infections and scarring on the cornea from what appears to be previous infections. Vision may be permanently damaged in one eye due to the improper sales of medical devices.¿ the suspect product was reported as acuvue® oasys® brand contact lens. The date of the event was reported as (B)(6) 2022. No contact information was provided; therefore, no additional information could be obtained. It is unknown which eye was affected. The suspect lot number was not provided. It is unknown if the suspect contact lens is available for return for evaluation. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.